Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2016. Patient treated with swallow therapy and IV steroids one week after implant. Esophageal dilation was performed on (B)(6) 2016 to alleviate post anti-reflux procedure dysphagia; symptoms improved for three days. Patient reported needing the heimlich maneuver on four separate occasions and lost 65 pounds since the time of implant. Device explant (B)(6) 2016 due to severe dysphagia. Significant adhesions were noted during the explant procedure. Device was appropriately positioned around the les at the time of explant.